Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 12.5 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment not returned for analysis. The returned lead fragment was visually and electrically analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragment and provided x-ray picture did not reveal any irregularity that might have contributed to the reported out of range impedance prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that shock impedance was out of range. The lead was capped approx. 200 months after the implantation and a new lead was implanted. Should additional information be received, this file will be updated.